Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical rationale: an impella cp device was inserted into the left femoral artery in a 52-year-old male presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient was having hemolysis. The urine output was dropping, was red in color, and the creatinine was climbing. The impella position was verified to be sitting around 4cm. The pump was repositioned that afternoon, and the hemolysis resolved. The urine was clear but less than 30ml/hr. The patient was started on dialysis. It was reported that while the patient was on dialysis, the patient's blood pressure dropped requiring levophed. The blood pressure returned to normal; however, the patient lost pulses in the impella leg. Following dialysis, the levophed was weaned, and the pulses returned. Impella flows were weaned to p-5. The plan is the remove the impella if the patient can tolerate it. Six days after impella insertion, the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock, along with the complications of stage e shock.

Manufacturer narrative:
D1. Brand name updated.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis cannot be established. The cause of the positioning issue cannot be established due to a lack of sufficient clinical details of how the pump was sitting at 4cm. The cause of the injury was not determined due to insufficient clinical details.